Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05084 it was reported that lead diagnostics showed that the leads had impedances on both leads and the abbott representative was able to achieve effective therapy of pain areas. Lead diagnostics showed that contacts 1-5 and 7 have low impedances (87 ohms) and contacts 9-16 have high impedances (>3000 ohms). Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.